Manufacturer narrative:
Initial medwatch reported as (B)(6) 2017. Date should be (B)(6) 2017. Date is now (B)(6) 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Release to warehouse date: august 23, 2016 expiration date: october 28, 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an open reduction internal fixation (orif) of the proximal tibia, unknown which side, on (B)(6) 2016 and was implanted with a plate, seven screws and norian. On (B)(6) 2017, the patient was returned to the operating room for the removal of the devices due to complaints of painful hardware. All devices were intact with the exception of the norian which was reported to be coming out like "white sand¿ on the outside of the bone and then became more firm in the bone. The surgeon removed all of the norian that came out easily and then packed the void with 300 cc of a competitor¿s cancellous chips. The length of delay in surgery is unknown. The patient was not re-implanted with additional hardware and the state of the fracture is unknown. It was reported that the surgery was completed successfully and the patient was stable. This complaint is addressing the issue with the norian drillable inject. Related (B)(4) addresses the removal of the hardware and norian. Concomitant devices: 3.5 mm lcp proximal tibia platelow bend 4h/76 mm/left-ster (part #02.124.201s, lot #h156315, quantity 1), 3.5 mm locking screw slf-tpng w/stardrive(tm) recess 60 mm (part #212.124, lot #unknown, quantity 2), 3.5 mm locking screw slf-tpng w/stardrive(tm) recess 60 mm (part #212.125, lot #unknown, quantity 1), 3.5 mm locking screw slf-tpng with stardrive recess 70 mm(part #212.126, lot #unknown, quantity 1), 3.5 mm cortex screw self-tapping 40 mm(part #204.840, lot #unknown, quantity 1), 3.5 mm stardrive cortex screw self-tapping 65 mm (part #02.200.065, lot #unknown, quantity 2). This report is for one (1) norian drillable inject. This is report 1 of 1 for (B)(4).